Event description:
There was silicone adhesive missing from the set screw well at the adapter which may have contributed to a sensing malfunction. On 2/15/96 the adapter was removed. There is no indication that the generator did not perform to spec.